Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, it is alleged that patient underwent revision procedures on (B)(6) 2010 and (B)(6) 2012, for unknown reasons. Additional information received from patient's legal counsel alleges that the modular head was removed and replaced on the (B)(6) 2010. Patient's legal counsel further alleges the (B)(6) 2012 revision was due to patient allegations of pain, dysfunction, loss of range of motion and elevated metal ion levels. Patient's legal counsel alleges that the presence of cloudy effusion consistent with adverse reaction to metal debris was noted during the revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2010. Operative report noted the presence of necrotic tissue, loose soft tissue, a hematoma, and a fracture at the tip of the greater trochanter. Operative further noted there was no infected tissue, turbid fluid or pus present in the joint. The modular head and taper adapter were removed and replaced. Additional operative report noted patient underwent an additional right hip revision on (B)(6) 2012. Operative report noted the presence of a cloudy effusion consistent with adverse reaction to metal debris and scar tissue. The modular head and acetabular cup were removed and replaced with a competitor's acetabular cup and a biomet head.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, it is alleged that patient underwent revision procedures on (B)(6) 2010 and (B)(6) 2012, for unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted if necessary.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2013-01653 & /2014-00536/-00537/-00538/-00539).

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, it is alleged that patient underwent revision procedures on (B)(6) 2010 and (B)(6) 2012, for unknown reasons. This report is based on allegations set forth in patient&#38112;complaint and the allegations contained therein are unverified. Additional information received from patient&#38112;legal counsel alleges that the modular head was removed and replaced on the (B)(6) 2010. Patient&#38112; legal counsel further alleges the (B)(6) 2012 revision was due to patient allegations of pain, dysfunction, loss of range of motion and elevated metal ion levels. Patient's legal counsel alleges that the presence of cloudy effusion consistent with adverse reaction to metal debris was noted during the revision.